Event description:
It was reported the "patient was in pain for and this had been since the neurostimulator(ins) was put in." It was noted the ins was only working half way when it was put in and the husband of the patient wanted the health care provider to revise or replace the leads. It was noted the health care provider declined to fix it at that time. It was logged there was no stimulation sensation. It was noted the patient had anoxic brain damage and it was hard to ask the patient questions.

Manufacturer narrative:
Concomitant: product ID 7435, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient, product ID 3998, lot# j0406030v, implanted: 2004-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4)